Event description:
A customer contacted beckman coulter inc. (Bec) in regards to an erroneously high aspartate aminotransferase (ast) result of 138 iu/l generated by unicel dxc 600 pro synchron chemistry analyzer for one patient's plasma sample. The result was not reported out of the laboratory. Ast test performed previously on the patient's serum sample produced a lower result of 20 iu/l. The repeat testing performed on both plasma and serum samples produced lower results of 25 and 23/21 iu/l, respectively. There was no change to patient treatment or diagnosis.

Manufacturer narrative:
Qc was within the established ranges before the event. The customer checked the sample for possible interference. Service troubleshot with the customer over the phone and had the customer flush the sample probe. The customer did not report any other issues since then.